Event description:
It was reported that the patient in bad condition presented in the hospital. CT scan and chest x-ray was performed. CT scan revealed the patient experienced tamponade and pericardial effusion. Chest x-ray revealed no perforation. Pericardiocentesis and drainage was performed. The patient was hospitalized and would continue to be monitored.